Event description:
The user has been re-implanted because the old implant had moved to close to the ear.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information the recipient was explanted due to facial nerve stimulation (fns) which is known postoperative side effect of ci implantation and pain. In addition, a migration of the implant housing from its intended position is reported, which is likely the reason for the reported pain. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has been re-implanted because the original implant had moved to close to the ear.